Event description:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5082574) on 25-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of internal haemorrhage ("internal bleeding") in a female patient who had essure inserted for female sterilisation. Concomitant products included tramadol for fibromyalgia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced internal haemorrhage (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the internal haemorrhage outcome was unknown. The reporter considered internal haemorrhage to be related to essure. The reporter commented: the seriousness criteria ¿hospitalization¿ was reported, but not specified or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: (B)(4)) on (B)(6)2019. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a consumer and describes the occurrence of internal haemorrhage ("internal bleeding") in a female patient who had essure inserted for female sterilisation. Concomitant products included tramadol for fibromyalgia. On(B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced internal haemorrhage (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the internal haemorrhage outcome was unknown. The reporter considered internal haemorrhage to be related to essure. The reporter commented: the seriousness criteria ¿hospitalization¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. (Product technical complaint) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.